Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an interventional triclip procedure. Reportedly, 2 prostyle devices failed as the sutures [suturing devices] could not be removed from the groin. The sutures of 2 new prostyle devices were successfully pre-placed and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed. The reported difficult to open or close the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. These observations confirm an anterior needle to cuff miss occurred likely related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. It is likely that tangling of the suture with the foot subsequently contributed to the reported difficulty removing the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: lot number unknown removed.